Event description:
Cadd (continuous ambulatory delivery device) pump was being used for pca administration of dilaudid. The pump was plugged in to a working wall outlet with the charging cable correctly connected to the pump. The battery of the pump depleted to zero and shut off during patient infusion. The pump was replaced. Upon inspection by biomedical engineering, it was determined that the charging cable was defective; the pump was not being charged during use despite being plugged in.